Manufacturer narrative:
Date of event: approximate. (B)(4). Additional suspect medical device components involved in the event: product family: dbs-extension, upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 7076815.

Event description:
It was reported that the patient felt something sticking out of his head. It was assessed that the extension cap was making its way out of the skin. Patient underwent an explant procedure to remove the extension.